Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported by medwatch that after giving an im injection the rn closed the safety cap of the 21g, 1.5 needle. When doffing the isolation gown, the needle came through the end of the safety cap and punctured the left bicep.